Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: australia. D10 narrative: item #: 110032410. Lot #:66704131. Item name: comp aug mini bsplt w tpr sm. Item: # 110031424. Lot #: 66747265. Item name: standard 36mm diameter bearing. Item #: number115310. Lot #: j7574137. Item name: comp rvrs shldr glnsp std 36mm. The product will not be evaluated by zimmer biomet as the product was requested but not returned by the hospital. Once the investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that the patient underwent shoulder surgery. Subsequently, the patient was revision due to infection. The infection was treated with wash out and replacement of humeral tray, bearing, and the glenosphere. There was harm or injury to patient as the patient had to undergo additional surgical/medical procedure. Due diligence is complete. No additional information is available.

Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under cmp-(B)(4). Void. Upon receipt of additional information, it has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided.